Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as "hygiene was not maintained". On the same day as the onset date, the patient was hospitalized and was treated with vancomycin injection (1g, intraperitoneal, duration and frequency were not reported), amikacin injection (125mg, intraperitoneal, duration and frequency were not reported) and meropenem injection (1g, intraperitoneal, duration and frequency were not reported). Antibiotic treatment was ongoing. The patient was discharged six days after being admitted and was recovered from the event. The patient's re-training for aseptic technique was ongoing. No additional information is available.